Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor reading the patient observed measurement deviations between cgm and blood glucose (bg) and provided the below set of examples for review. Date time sg value bg value a. (B)(6) 2025 09:37 am, sg out of range low, bg 370 mg/dl, 30 minutes later still out of range low, trend arrow straight, customer ate sugar (jubin) before because at 08:22 it showed 45 mg/dl. B. (B)(6) 2025 10:53 am, sg out of range low, bg 138 mg/dl, 30 minutes later still out of range low, trend arrow straight, customer did nothing that would influence bg. C. (B)(6) 2025 11:30 am, sg out of range low, bg 68 mg/dl, 30 minutes later still out of range low, trend arrow straight, customer did nothing that would influence bg. D. (B)(6) 2025 11:57 am, sg out of range low, bg 70 mg/dl, 30 minutes later still out of range low, trend arrow straight, customer did nothing that would influence bg. The system identified instability resulting in early sensor retirement. A return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
The sensor was tested in-house, and the review of investigation analysis revealed a degradation of the sensor performance, which confirmed the complaint. The system correctly disabled the sensor when it detected the performance degradation, and the system's self-test functions were working normally. The root cause of the performance degradation was due to oxidation of the chemical component of the sensor. As part of resolution, a return material authorization was issued for a sensor replacement. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.